Event description:
It was reported that 3 bd alaris smartsite gravity burette sets experienced component separation. The following information was provided by the initial reporter: on all occasions the line had not yet been connected to the patient. The nurses were showered with antibiotic from the burette when it dropped to the floor and nacl from the IV fluid bag. They had to open new giving sets and are now taping the white disk to the burette to prevent it from happening again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2022 investigation summary one 10037032 sample from lot 21109297 was received in opened packaging for investigation residual fluid was present in the device. A visual inspection of the returned sample confirms the customer's experience, as the white cap was received separated from the rest of the burette set. A close inspection of the rim of the burette and the inside of the burette cap did not identify the presence of any residual solvent. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the top of the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21109297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 3 bd alaris smartsite gravity burette sets experienced component separation. The following information was provided by the initial reporter: on all occasions the line had not yet been connected to the patient. The nurses were showered with antibiotic from the burette when it dropped to the floor and nacl from the IV fluid bag. They had to open new giving sets and are now taping the white disk to the burette to prevent it from happening again.